Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. This is a combined initial + final report that includes the investigation results. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Available information suggests operational context and patient anatomy likely contributed to the event. Per follow-up with cs, there were very tethered chords holding the posterior leaflet. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformance's related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformance's. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal in mitral position where there was an slda. The posterior leaflet had a large prolapse with curling. The curling was discussed pre-case and during the case. It was discussed as the team grabbed leaflets too. The team was able to navigate under and grab central a2/p2, however that did not give an adequate reduction. The team then moved lateral and made a few attempts to grasp in that location with the posterior leaflet curling. On one grasp it was felt that the leaflet laid down and they had slid by the chord and were no longer curling. The anterior leaflet was optimized at which point the posterior leaflet grasp remained stable. The device was closed, and the mr (mitral regurgitation) was mild at this point. After discussion, the physician reviewed the tissue bridge from multiple angles and felt it was a good grasp. The imaging doctor along with the clinical specialists felt like the grasp was good too. Upon releasing the actuation wire, the posterior was free and no longer attached to the pascal device. A device was attempted to be placed next to it, however, the curling and indent between p1/p2 it made it challenging to get close enough to stabilize. After multiple position attempts and grasps with the second device and no adequate reduction or stabilization, it was decided to bailout with the second device. The final mr remained unchanged from baseline at severe.

Event description:
Additional information received stated that the device was explanted. The patient was brought back a couple of months later for a scheduled open procedure. The mitral valve was repaired with success. Per the physician, the patient is stable and doing well.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, d6, g3, g6, h2, h6 and h11.